Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22095501. D4: medical device expiration date: 15sep2025. H4: device manufacture date: 15sep2022. D4: medical device lot #: 22095502. D4: medical device expiration date: 21sep2025. H4: device manufacture date: 21sep2022. D4: medical device lot #: 22095567. D4: medical device expiration date: 20sep2025. H4: device manufacture date: 20sep2022. D10: device available for eval yes, d10: returned to manufacturer on: 17-mar-2023. Investigation summary: 1 used sample (model#2432-0007) were returned for quality investigation by the customer. It was reported by customer that "several pump infusion sets (2432-0007) leak from the filter", was observed. Prior to functional testing the sets were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The set was attached to an IV bag filled with saline solution and allowed to prime using pump. The set was loaded into an alaris pump and an infusion run with a 125 ml/hr rate was started.  Filter leakage from vent membrane was clearly observed, and leakage issue could be replicated. Quality notification sent to supplier. A device history record review for model 2432-0007 and lot number 22095501 was performed. A device history record review for model 2432-0007 and lot number 22095502 was performed. A device history record review for model 2432-0007 and lot number 22095567 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lots. The investigation this complaint could be determined as the returned filter was passed an air elimination test and pressure hold test with no leakage observed. The improvement observed in vent performance indicate that the hydrophobic properties had been restored. All in process testing including for vent integrity successfully meeting specification, and testing conducted by sls demonstrating the vent¿s hydrophobic properties were restored, the determined root cause was ¿could not determine root cause¿ . However potential scenarios exist where the vent's hydrophobic properties may become temporarily compromised or weakened from treatments and exposures that occur after filter assembly that may result in fluid leakage through the vent, particularly with lower surface tension fluids that may contain elements of alcohol or lipids. Customer awareness regarding the potential adverse effects on vent functionality from post filter assembly treatments and exposures is intended.

Event description:
It was reported that an unspecified number of bd alaris¿ pump module smartsite¿ infusion sets leaked from the filter during use. The following information was provided by the initial reporter: "we have had several pump infusion sets (2432-0007) leak from the filter."

Event description:
It was reported that an unspecified number of bd alaris¿ pump module smartsite¿ infusion sets leaked from the filter during use. The following information was provided by the initial reporter: "we have had several pump infusion sets (2432-0007) leak from the filter."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.